Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states patient was revised to address aseptic loosening. Update 1/24/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicates a failed right knee with varus collapse and fracture of the medical femoral condyle. The femoral and tibial components were noted to be well fixed. The femoral component is now being reported for the fracture. This complaint was updated on: 2/1/2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. Patient medical records were reviewed and from a medical perspective, based on the information available, it is unlikely that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.